Event description:
It was reported that during a lap cholecystectomy procedure, the instrument locked on the cystic duct. Surgeon tore it off, then tied an endoloop over it, and opened a second instrument to continue the procedure. Completed with the same like product.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.